Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 to 600 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with insulin pump. Customer declined troubleshooting for high blood glucose. Customer also states that insulin pump had bent cannula and insulin flow block alarm. The insulin pump will not be returned for analysis.